Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fill resistance while attempting to remove air from the cartridge and filling the fill syringe with insulin. There was no reported impact to customer's blood glucose level.